Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found a depleted battery; however, the root cause could not be determined.

Event description:
It was reported that this insertable cardiac monitor (icm) was unable to pair with the clinic mobile monitor (cmm), although other icms paired successfully. The icm has been returned to bsc, and no adverse patient effects were reported.